Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was unpacked on (B)(6) 2020. According to the complainant, there was a small hole in the packaging that seems to compromise sterility. There was no patient or procedure involved.

Manufacturer narrative:
Block h6: problem code 2385 captures the reportable event of hole in sterile packaging. Block h10: a visual examination of the complaint device revealed that there is a hole in the back section of the pouch. This failure is likely due to inappropriate transport or storage of the device. Therefore, the most probable root cause is cause traced to transport/storage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was unpacked on (B)(6), 2020. According to the complainant, there was a small hole in the packaging that seems to compromise sterility. There was no patient or procedure involved.